Event description:
Additional information received reported that device interrogation showed the patient had an episode of ventricular fibrillation (vf) for which they received an appropriate shock. The shock terminated the vf. The device functioned appropriately, and no actions or interventions were required. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode and presented to the emergency room. No additional adverse patient effects were reported. The device remains in service.